Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The professional technicians sampled bacteria from the scope in order to bacterial culture. It was found that the tube fell off, so the user stopped immediately and notified device department . The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the bacteria from the scope was aimed to use for hospital environment infection inspection. Due to the surface skin fell off, then the scope was not used for hospital environment infection inspection and the sampled bacteria was not used. The surface skin fell off outside the human body, and the scope was not used for patient medical test.